Event description:
On 04/30/2007, consumer reported that she applied product to the underwear and she developed a bladder infection. Consumer went to the ER and was treated with antibiotics. Her symptoms have not abated at the time of report. J&j advised her to visit her hcp.

Manufacturer narrative:
This event is being reported since the consumer claims she has a bladder infection, was treated in the ER and symptoms had not abated at the time of this complaint. It is unlikely that the product caused or contributed to this event. This closes this report unless new or significant information is received.